Event description:
Patient had severe hammertoe deformity of left great toe with extension of the metatarsal phalangeal joint of 80 and flexion at the interphalangeal joint of 60 with large dorsal callus of the interphalangeal joint. On 4/30/98 she was admitted for correction with repair using arthrodesis of metatarsal phalangeal joint. Pt was re-admitted on 10/15/98 for non-union of the arthrodesis of first metatarsal phalangeal joint with a broken one-third plate.